Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 1 month. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during a clinic visit, a pump stoppage occurred when the patient¿s system was connected to a power module which did not resolve with position changes. The alarm resolved when the system was connected back to batteries. The customer suspected a short to shield/drive line fracture and an ungrounded patient cable was then utilized to obtain device history. No clinical symptoms were reported. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported pump stoppage on (B)(6) 2017 that appears to have occurred while the vad was connected to the power module. The customer was informed that this type of behavior has been linked to potential issues with the percutaneous lead (driveline). X-rays submitted did not identify a fracture or short to shield internally or externally. The customer requested an ungrounded patient cable for the patient to use while on power module support. No additional information was provided.

Manufacturer narrative:
The reported pump stoppages were confirmed through the evaluation of the submitted system controller log file; however, a specific cause for the reported event could not be determined conclusively through this evaluation. It should be noted that beginning on (B)(6) 2017 at 09:43, the pump struggled to maintain its set speed and dropped to zero several times, with corresponding power elevations up to 13.4 watts, resulting in low speed/low flow alarms. The patient was supported by the mpu at the time. Upon connection to battery power, the pump resumed operation at fixed speed without issues. There were no other unusual events noted in the event history. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.